Event description:
A discordant sodium (na) result was obtained on an dimension vista 1500 instrument for one patient. The result was reported to the physician. The customer repeated the sample from this patient on the same instrument after the physician questioned the result. There are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
The siemens technical support center (tsc) analyzed the instrument data and determined the cause of the discordant sodium result was due to poor sample quality. Siemens recommended the customer perform an advanced clean, due to the high and negative fluid deltas and to perform the routine maintenance as required. The instrument is performing within specifications. Further evaluation of the device is not required.